Event description:
It was reported an over infusion event involving fentanyl 3,200mcg/100ml. It was noticed that the pump was beeping and upon assessment by the nurse, it was found that the fentanyl drip was dry. The bag was hung on (B)(6) 2021 at 1127 and the pump was programmed at a dose of 3mcg (9.74ml/hr). It was mentioned that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. There was patient involvement. The patient was already intubated prior to the over infusion of fentanyl, and there was no adverse outcome as a result of the issue.

Manufacturer narrative:
Additional information : imdrf annex c, d and g codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an over infusion event involving fentanyl 3,200mcg/100ml. It was noticed that the pump was beeping and upon assessment by the nurse, it was found that the fentanyl drip was dry. The bag was hung on (B)(6) 2021 at 1127 and the pump was programmed at a dose of 3mcg (9.74ml/hr). It was mentioned that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. There was patient involvement. The patient was already intubated prior to the over infusion of fentanyl, and there was no adverse outcome as a result of the issue.

Event description:
It was reported an over infusion event involving fentanyl 3,200mcg/100ml. It was noticed that the pump was beeping and upon assessment by the nurse, it was found that the fentanyl drip was dry. The bag was hung on may 14, 2021 at 1127 and the pump was programmed at a dose of 3mcg (9.74ml/hr). It was mentioned that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. There was patient involvement. The patient was already intubated prior to the over infusion of fentanyl, and there was no adverse outcome as a result of the issue.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Event description:
It was reported an over infusion event involving fentanyl 3,200mcg/100ml. It was noticed that the pump was beeping and upon assessment by the nurse, it was found that the fentanyl drip was dry. The bag was hung on (B)(6) 2021 at 1127 and the pump was programmed at a dose of 3mcg (9.74ml/hr). It was mentioned that the infusion completed quicker than it should have. The drip should have ran over 10 hours but instead, it infused around 3 hours. There was patient involvement. The patient was already intubated prior to the over infusion of fentanyl, and there was no adverse outcome as a result of the issue.